Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a staff member experienced difficulty disconnecting the microstream filter line adapter from a patient's endotracheal tube and in-line suction ballard, which resulted in an unplanned extubation. The patient, who had a history of transplant, was not receiving aerosol treatments at the time and had heated humidity through heaters. The airway adapter was positioned between the ventilator circuit and the in-line suction ballard. Shortly after the unplanned extubation, the patient required reintubation. The patient experienced desaturation and heart rate bradycardia event (down to 80bpm).